Manufacturer narrative:
Other, other text: d4: catalog number, lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a custom tracheostomy tube broke while the patient was wearing it. "The patient puled on vent tubing when white tracheostomy connector broke off. The connector remained attached to vent tubing with tracheostomy tube still in place and secured to patient. Patient required an emergent trach change and was stable throughout procedure". No adverse patient effects were reported by the customer.